Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. The mesh eroded through the vaginal mucosa and the patient was previously operated four times for mesh erosion to the vagina on (B)(6) 2023, (B)(6) 2024 - other two dates are unknown. Now again erosion, which is currently operated for. No other medical devices were used in connection with the incident. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was mesh erosion first noted by a physician? Please provide the mesh erosion symptoms and diagnostic confirmation. Describe all medical/surgical intervention for the erosion including dates and findings. Was the exposed mesh excised during any intervention? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.